Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek vantus meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not known. At 11:20 am the result from the laboratory was 2.3 inr. At 2:31 pm the result from the meter was 3.6 inr. The laboratory result was believed to be correct. The customer's condition was "feels okay". The customer's therapeutic range was 3.0 - 4.0 inr.

Manufacturer narrative:
The reporter's meter and 1 test strip were provided for investigation where they and masterlot strips were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): customer's strips: qc 1: 3.0 inr. Masterlot strips: qc 2: 3.2 inr; qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 6.7%. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."